Manufacturer narrative:
F10 - device codes updated. H6 - device codes: updated. Device evaluated by MFR: the device was returned for evaluation. A visual examination found the stent to be severely damaged along its entire length. A visual examination identified that the balloon had been not subjected to positive pressure. No issues were noted with the balloon material. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified no damage or issues with the shaft of the device. No other issues were identified with the device.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the left subclavian artery. A 9.0x40x135 cm express ld vascular was selected for treatment. During the procedure, the stent itself was found to be damaged and distorted. Consequently, the stent could not continue to advance and deploy. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left subclavian artery. A 9.0x40x135 cm express ld vascular was selected for treatment. During the procedure, the stent itself was found to be damaged and distorted. Consequently, the stent could not continue to advance and deploy. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.